Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Hospital did not return explant.

Event description:
Patient initially implanted with bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. A follow up computed tomography angiogram (cta) showed an unknown potential endoleak. The physician elected to explant the initial implant on (B)(6) 2016. The patient is stable.